Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat esophageal varices and varicose veins performed on (B)(6) 2024. Prior to the procedure, upon unpacking of the device, it was noticed that the bands "immediately jumped from the second band to the fourth band", which was no longer unusable. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of bands damaged/defective.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat esophageal varices and varicose veins performed on (B)(6) 2024. Prior to the procedure, upon unpacking of the device, it was noticed that the bands "immediately jumped from the second band to the fourth band", which was no longer unusable. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on (B)(6) 2024. The speedband superview super 7 was used during an "els" procedure, and the exact procedure name was unknown. It was noted that no difficulty was experienced upon setting up the device. Additional information received on (B)(6) 2024. The speedband superview super 7 was used during an endoscopic varicose vein ligation procedure.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of bands damaged/defective. Block h2 (additional information): block b5 has been updated based on the additional information received on (B)(6) 2024. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with seven bands attached to it and one of them overlapped and was damaged. The ligator housing teeth were found bent. The handle had marks of the trip wire indicating that it was secured, and it was found cut. No other problems with the device were noted. The reported event of bands damaged was confirmed. Upon analysis, the returned the ligator housing had seven bands attached to it, one of the bands overlapped and was damaged. The igator housing teeth were bent, and the returned handle assembly was cut. It is possible that this problem when trying to deploy the bands, it might have to do with the technique used by the physician, consequently, damaged the bands and became overlapped due to the force applied from the handle since the bands were unable to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. The trip wire being cut could have occurred due to procedural factors such as excess of force or the manner as the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the defect found. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat esophageal varices and varicose veins performed on (B)(6) 2024. Prior to the procedure, upon unpacking of the device, it was noticed that the bands "immediately jumped from the second band to the fourth band", which was no longer unusable. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on november 25, 2024. The speedband superview super 7 was used during an "els" procedure, and the exact procedure name was unknown. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of bands damaged/defective. Block h2 (additional information): block a1, block b5, and block e1 (initial reporter address1, initial reporter address 2, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on november 25, 2024.